Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. Reportedly, customer started new sensor session on the transmitter but not on the pump. Tandem technical support assisted customer in starting new session on the pump. There was no reported adverse impact.